Manufacturer narrative:
Analysis of the pump revealed a low battery reset of undetermined cause. Although this batteries internal resistance is within specifications, it is believed to have a high resistance, which can "come and go." (B)(4).

Event description:
It was reported the patient experienced withdrawal. The patient felt cold sweat, chills and shakiness. The patient went to the urgent care and thought he had sinus issues. The elective replacement indicator message showed in the logs. The patient believed that the pump was at end of service. The patient heard a critical alarm; telemetry confirmed a critical alarm occurred. Safe state occurred. The pump logs show safe state, low battery reset messages on (B)(6) at 1812. The patient presented to the emergency room to try to get oral medication until he could get back to his home state for a pump replacement. The patient was traveling out of state. The pump was delivering morphine.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.(B)(4).